Manufacturer narrative:
(B)(4). Analysis: fiber breakage near the control knob was confirmed; likely the result of handling during insertion into the cystoscope. Additionally, the fiber was found to have a radial fracture of the fiber cap output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the metal cap was also observed. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting the reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap condition could also result in forward firing condition of the sid-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
The customer reported that the surgical fiber broke at the connector during a prostate procedure at 147,010 joules of use. The case was completed using a second fiber. There was no report of injury.